Event description:
Olympus was informed that there was no display on the unit and the device was turned off. No patient involvement reported.

Manufacturer narrative:
The complete establishment name is (B)(6). The device referenced in this report was not returned to olympus for evaluation. However, based on a review of the device history record, there was no anomaly found during the manufacturing of the device. A review of the complaint device showed that this is not a recurring case from the same user facility. According to the legal manufacturer this reported phenomenon is not a design related defect. The cause could not be conclusively determined, as the device was not returned for investigation. This late MDR is being submitted as a result of a complaint retrospective review.